Event description:
Reportedly, an estimated residual longevity of 14 months was displayed on the programmer on 8 november 2018. However, during the follow-up performed on (B)(6) 2019, the device was found to have reached its recommended replacement time (rrt).preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report. D6 corrected.

Event description:
Reportedly, an estimated residual longevity of 14 months was displayed on the programmer on (B)(6) 2018. However, during the follow-up performed on (B)(6) 2019, the device was found to have reached its recommended replacement time (rrt). Preliminary analysis results showed that based on available data, normal battery depletion occurred based on hrs guidelines.